Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2015 with the following findings: contamination was found on all of the button contacts. The down arrow contact was misaligned. The display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.